Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device would not seal the tissue, and the blade did not work. Both regrasp alarms and endtones (indicating completed seal cycles) were heard. There was no blood loss, and no injury to the pt was reported.